Event description:
Customer at a pharmacy reported to the pharmacist she used the answer quick and simple pregnancy test kit at home and did not obtain any results. According to the rptr, no reaction of any type was noted. Reportedly, the customer has used this brand of kit without any problems in the past. According to the pharmacist, the customer performed a total of 4 tests and obtained no results. The customer then purchased a "generic" store brand and rec'd a positive result. All of the tests were performed on the 22nd and 23rd of june.